Event description:
Patient was revised to address loosening of the tibial component and osteolysis which was causing the patient paint.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided, as the lot number required to review the device history records and complaint history was not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. The need for corrective action is not indicated.